Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, non-calcified and 99% stenotic proximal left anterior descending artery. The physician advanced the 2.5x20mm maverick2 balloon to the lesion and inflated it to 8atms for five seconds on the first inflation, and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 2.5x20mm maverick2 balloon. Pt status is reported as "good."

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. No similar complaint has been received for this batch. The most probable root cause of this defect is due to operational context due to the anatomical and/or procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.